Event description:
Medtronic received information that prior to use during set-up, this bio-console instrument was noted to have smoke coming from it. Instrument was replaced with a backup and there is no adverse patient effects.

Manufacturer narrative:
Device evaluation summary: the reported smoking issue, was verified during service. Service technician observed a strong smell of burning internal components. The issue was resolved by completing an inspection of all the boards and components, found the system controller board to be faulty. Replaced the system controller board and performed required calibrations. Proper operation was verified via preventive maintenance specification. Conclusion: complaint confirmed for the reported smoking issue during service. This occurrence is the result of the replacement of a component used in part number 90909004. There were no patient/clinical safety issues reported. Review of the complaint file indicates sufficient information was provided for completion of this investigation. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.